Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician found the brake cams were cracked and worn. The technician replaced the brake cams to repair the bed.